Event description:
It was reported that the patient with this pacemaker system exhibited noise oversensing on the right atrial (ra) lead, as well as loss of capture (loc) and high capture thresholds on the right ventricular (rv) lead. Technical services (ts) reviewed and suspected the noise oversensing to be due to electromagnetic interference (emi). Ts provided troubleshooting options. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.